Event description:
It was reported that during da vinci-assisted incisional hernia surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report the universal surgical manipulators (usm) on the system were not moving. The surgeon had only control of the camera arm. The customer stated that no faults were noted on the system. The tse reviewed the logs but found no related issues. The customer power cycled the system and redocked the usms, but the issue remained. The tse recommended to use the usm swap twice to go back to the same usm. The customer confirmed they already did that. During procedure at a later time, the customer called back to report that the surgeon reported that they did not have control of their instruments. The tse reviewed the logs and did not note any errors. The customer had a force bipolar in usm 2, endoscope in usm 3, and monopolar curved scissors (mcs) in usm 4. The tse noted that usm 2 was assigned to master tool manipulator (mtml) and usm 4 was assigned to mtmr of console 1. The tse informed that the system would be ready for use unless there was a message on the screen saying remove and reinstall instruments. Furthermore, tse informed the caller that there were no faults on the system and that everything appeared properly connected. The customer called back at a later time and stated that a non-recoverable fault on usm 2 went away after another power cycle. The tse reviewed the logs and saw error 307 on usm 2. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi received the usm involved with the complaint to perform failure analysis. The unit was analyzed, and the reported error was confirmed as having occurred in the field but could not be replicated during failure analysis investigation. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. .